Event description:
The customer reported that there is variation between the blood glucose level and the sensor reading. The blood glucose level was 70 mg/dl and the sensor reading was 58 mg/dl. The sensor was slightly bent at the tip. Proper calibration techniques were explained to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened and used sensors were inspected and a bicarbonate buffer test was performed. Both sensors passed with accurate readings. No insertion complaint could be confirmed due to only the sensors being returned.